Event description:
It was reported the pt had the device replacement due to partially depleted battery. No symptoms were reported. The pt recovered without sequela. Please see MFR. Report# 3004209178200901481.